Manufacturer narrative:
No products have been returned to medtronic for analysis. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system. It was reported that the site's straight suction was "not tracking." No further information was available. This was reported outside of a procedure. There was no patient involved. Additional information was received. It was reported that to troubleshoot, the site switched out the straight suction with a new set they had in central sterile, and this suction worked right away. The number of verification was 4.0 and higher, which suggests that the suction tip was bent and they couldn¿t get it under 2.0 in order for it to verify. This was the suspected cause of the issue. The issue as resolved by opening a second set they had and used that straight suction for the remainder of the procedure.